Event description:
It was reported that the patient experienced chest pain for 20 minutes before calling an ambulance. Door to balloon took around 50 min. The patient presented with a st-elevated myocardial infarction (stemi). Pre-medication included 600mg/day aspirin. The procedure was to treat two lesions; a de novo lesion located in the proximal circumflex (cx)/obtuse marginal (om) with heavy tortuosity and chronic total occlusion and a de novo lesion located in the proximal left anterior descending (lad) artery with mild tortuosity and mild calcification. Intra-procedure medication included 10,000 units heparin + 75mg plavix. A thrombustor was used for thrombus aspiration in the lad. Then the cx was treated with a thrombustor. Pre-dilatation was performed using a 2.0x12mm mini trek at 20 bar. Two xience xpeditions (2.5x33, 2.75x38) were implanted overlapping in the proximal cx. A 3.0x28mm implant was deployed in the lad. Intra-vascular ultrasound was used to confirm the scaffold/stents were fully opposed to the vessel wall. Final angiographic residual stenosis was less than 10%. Post-procedure medications included 100mg aspirin + 75mg plavix. After the procedure, the patient stayed in the hospital for 48 hours with no further complications and was then discharged. On (B)(6) 2015, the patient felt chest pain and called an ambulance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was conscious when they arrived to the hospital emergency room (ER) around 4:00 am. However, during physician check of patient in ER, the patient unexpectedly went into shock and immediately cardiopulmonary resusitation (CPR) was performed. The patient was taken to the cath lab for emergent percutaneous coronary intervention (pci). While the patient was in the cath lab under extracorporeal membrane oxygenation support, the cx and lad were noted to be occluded with thrombus. Thrombus aspiration was performed using a thrombuster on all three implants. Although, both the cx and lad were re-opened and re-perfusion performed, the patients situation was still very poor and the patient died. The cause of death was reportedly sub-acute thrombosis. Dual anti-platelet therapy (dapt) consisting of aspirin and plavix had been administered and was continued from (B)(6) 2015 through (B)(6) 2015; however, compliance to dapt on (B)(6) 2015 and (B)(6) 2015 is unknown. No additional information was provided. Concomitant medical products: stent: 2.5 x 33 mm xience xpedition; abbott 3.0 x 28 mm implant. The 2.5 x 33 xience xpedition referenced is being filed under a separate report. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.